Event description:
The pt underwent surgical procedure for laparoscopic cholecystectomy on (B)(6) 2018 under general anesthesia. During the surgical procedure, it was reported that the surgeon while using "covidien clip applier 5mm" reported that the clip applier was misfiring. No delay or injury was reported as result of the device misfiring. Another clip applier was obtained for hemoclipping. The report indicated the pt tolerated the procedure well and had no complications as a result. The pt was discharged home following recovery.